Event description:
It was reported by the customer that the pyxis medstation es system drawer failed rebooted for maintenance but was unable to recover. The nurse opened the back panel of the drawer and left open to access the medication throughout the procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, e3, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2022 to 11-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the close sensor led to the issue. A field service engineer removed close sensor and remounted it. After which the drawer was registered and recovered. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer malfunctioned and unable to recover during the active procedure. A field service engineer detached the close sensor and subsequently reinstalled it, resulting in the drawer now registering and being restored to functionality. Additionally, field service engineer proactively reseated the row board cables and the pyxibus cable. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed,did rebooted for maintenance not recovered. The nurse opened the back panel of the drawer and left open to access the medication throughout the procedure. There were no adverse events or injuries reported based on this event.